Event description:
It was reported to covidien that the unit was returned for missing segments. There was no pt harm reported.

Manufacturer narrative:
The front-board was replaced as a precaution. The manufacture date could not be provided with the serial number provided. (B)(4).